Event description:
The customer reported the ventilator will beep but the screen will not turn on at all when the ventilator is turned on. The customer reported there was no patient involvement.

Manufacturer narrative:
(B)(4).